Event description:
Patient had stamey s/p tube in. It stopped draining. A foley was inserted and clear urine was evacuated. On irrigation of both catheters there was no communication. The s/p balloon was found to be deflated and out of bladder. Patient admitted to hospital for ivf and IV abx. (Intravenous fluids and antibiotics) 14 french by 23 cm. S/p = (supra pubic catheter)device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown, other, balloon. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, other. The device was not destroyed/disposed of.